Event description:
It was reported the pt had pain at her ipg site. The physician repositioned the ipg from the back area to the belly area on (B)(6) 2012. It was reported the pt was well postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.